Event description:
It was reported via repair work order that the nurse call backup battery was low and the auxiliary power cord was disconnected due to a missing strain relief. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.